Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that when tunneling the driveline, the surgeon had difficulty pulling the driveline with the tunneling bullet attached through the patient's abdomen. The tunneling bullet was correctly connected to the tunneler; however, the yellow line was not visible. Upon the driveline exiting the luq exit site, the black tunneling bullet was observed to have one 'tooth' bent backwards from blunt force through the patient's fascia. No piece was completely broken off from the tunneling bullet. There was no reported patient impact. No additional information provided.

Manufacturer narrative:
The pump remains in use supporting the patient, however the tunneling adapter was not returned to abbott for analysis. The report that one of the teeth/leaflets of the heartmate iii (hm3) tunneling adapter bent during the implantation process was confirmed through a photograph that was provided by the account. The heartmate 3 left ventricular assist system (lvad) instructions for use (IFU) describes how to attach the tunneling adapter and how to create the driveline exit site. A review of the device history records revealed that this document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.